Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation CPAP device. The manufacturer received information from a representative of the patient alleging ¿death¿. The reporter stated the patient passed away three years ago and used one of these units. The reporter and the spouse of the patient stated they just realized there was a recall on the devices. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.